Manufacturer narrative:
During laboratory analysis, the product surveillance technician verified the reported complaint. The customer's electronic patient gas system was unable to calibrate as the 'calibration' button was grayed out. The oxygen sensor and blender disagreed. The sechrist blender bleed port was plugged, causing the blender to mix gases incorrectly.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) determined that after finishing phase three testing that the pressure transducer on the air side was bad and was mimicking an obstruction. He replaced the pressure transducer and the unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) found the oxygen (o2) sensor to be leaking. She replaced it with a new sensor. However, the problem continued to occur. After further analysis, it was determined that there was sufficient gas flow at the supply, but not through the epgs. She determined that there was an issue with the internal pressure transducer. She replaced the epgs. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) would not calibrate. The calibrate button remained grayed out and could not be pressed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.